Event description:
It was reported that the patient received an inappropriate shock due to the wavelet being tricked because of a morphology change during atrial fibrillation (af). The wavelet was turned to monitor and the device remains in use. It was noted that the patient is taking part in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).